Event description:
Per the clinic, the patient developed an infection post-operatively. The patient was hospitalized to treat the infection on (B)(6), 2011, given antibiotics (type not reported), and underwent a surgical procedure to treat the infection on (B)(6), 2011. The device was explanted on (B)(6), 2011. It is unknown if reimplantation is planned but has it not occurred at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).